Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the response buttons were non-functional. Upon evaluation, the rear response button switch was missing. The cause of the non-functional response buttons is the missing switch. The root cause of the missing switch is physical abuse. No adverse event resulted from the defective monitor.

Event description:
During servicing of a patient's monitor, which was returned for investigation into an unrelated issue, a reportable problem was found. The response buttons were non-functional.